Manufacturer narrative:
A company representative assessed the system and was unable to replicate any nonconformity with the system. There were no errors found in the error log. The company representative performed a full flap verification, recalibrated the energy polynomials and flap depth, and performed a mock procedure with no issues. The system met specifications. Based on quality assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported during flap treatment, it was noted no side cut was created in the right eye. No attempt was made to lift flap but the treatment was changed to photorefractive keratectomy. No patient harm reported. Additional information requested.